Event description:
A patient with subacute bacterial endocarditis received 28 days of antibiotic therapy via a hickman catheter which was implanted 7/29/93. The patient was off antibiotics about two weeks. Prior to receiving dental care, the patient received propylactic antibiotics. He subsequently developed a low grade fever. Blood cultures returned positive. The patient was admitted to the acute care facility for futher treatment. On 9/8/93, the hickman was removed and cultured. The culture reports indicated a gra negative organism (citrobacter diversus). Home care of the catheter cannot be excluded as a causitive factor.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: other, other. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.